Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 503 mg/dl. Customer's mother is unsure if the device is delivering insulin because the blood glucose level is not coming down unless treated with manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date were incorrect and basal rates and bolus wizard settings are accurate. The high pressure test was not performed as the customer did not have a tubing clamp. Set was already changed twice and cannula wasn't bent and insulin looked fine. Nothing further reported.